Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device was found with a cosmetic defect. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device was being returned for service. During service of the device, it was noted that the device had a cosmetic defect. It is unknown if the device was being used in surgery or if injury or medical intervention occurred. There was no additional information provided.